Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4)- no consequences or impact to patient; (lens flipped and inserted upside down). Evaluation method: lens work order search. Results: visual inspection of the returned product found one whole plus half of other loop haptic and half of optic are torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, lens work order and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq5010v three piece silicone lens in the patient's left eye. The lens flipped and was removed. No patient injury. Reporter stated this incident was not product related. No further information.